Event description:
The patient reported that she activated the device on (B)(6) and that her blood glucose was in range when she went to bed. The next morning her fasting bg was 290 mg/dl which she corrected with a 4.1 unit bolus. Her bg reached 480 mg/dl by 8:00 am, so she took another 3.7 unit bolus. At 8:15 am her bg measured 494 mg/dl. The pod was deactivated and discarded at 9:50 am per the advice of the nurse practitioners at the hospital where she works as a nurse. Her bg was "high" (>500 mg/dl) at 11:00 am. She went to the emergency room where she received an IV fluid drip. Her bg began to drop, a new pod was applied, and her bg was very good by the next morning and stayed in range with that pod.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia. No qualification records were reviewed as no product lot number was reported. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia.," and "test results greater than 250 mg/dl mean high blood glucose (hyper glycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe."